Event description:
Upon eval of the device it was determined that the contacts reported as missing were melted. A request had been made for the return of the suspect device and replacment product was sent.